Event description:
It was reported that the patient experienced elevated blood glucose readings after a supply change while using the ilet system, and an alert code 322 was noted; troubleshooting included testing the infusion set tubing with observed drops and replacing the infusion site, after which insulin delivery resumed and glucose values returned to range. Symptoms included hyperglycemia. Outcomes included resolution of hyperglycemia after the infusion set change with no hospitalization. Investigation included customer support troubleshooting and user education regarding infusion site replacement and observation period. Investigation of this case revealed that the infusion set or site was the likely contributor to hyperglycemia, though the precise cause remained unclear, and no device malfunction or bent cannula was identified by the user. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.